Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx2 bifurcated was initially implanted. During the procedure, when the contralateral wire was snared, there was a loop in the wire as it was pulled into the 7f sheath. It caught on the end of the sheath and appeared to have flowered out the end of the sheath. When the wire was pulled back, the end of the wire became unraveled due to excessive manipulation. There was difficulty re-advancing the sheath. The physician elected to perform a cut down on the patient's right side, and a new sheath was inserted successfully, and the case was finished without issue. There were no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of wire difficulty. This complaint is most likely user-related due to the off-label aorta-iliac diameters (stenosis), calcified bifurcation, and small access vessels (cautionary). Procedure-related harm included an unplanned open femoral artery access and repair; the patient was discharged home on the second post operative day. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: h6: patient code: remove 1924; device code: remove 1494, 2920; result code: remove 3233; conclusion code: 11;